Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient demographics requested however not provided adult profile use.

Event description:
It was reported that a primary heparin bolus (25,000 unit / 250 ml) 1996 units was initiated at 0617 at a rate of 999ml/h for 20 ml. At that time, device alarmed for ¿bolus air in line¿ then restarted, a 2nd alarm was noted at 0618 for ¿bolus air in line¿ and a ¿door closed¿ alarm, the rn then restarted the bolus. At 0619, device status changed to "infusion malfunction" and infusion was stopped at 0620. The rn stated there was no patient harm, the patient aptt level was not within goal range due to the continuous heparin infusion was paused for a procedure shortly after this event. The biomed pulled error and event logs and was able to identify an error code 240.4150 that occurred at 0619 on (B)(6) 2019. Biomed stated: "resulted in uncertainty of amount of bolus actually administered."

Manufacturer narrative:
The customer¿s report with an infusion malfunction was confirmed in the device logs and replicated during testing. The visual inspection pressure sensor found no irregularities. The functional test alarmed for ¿channel error¿ error code 240.4150; functional testing was performed with a known good replacement upper sensor and no channel error code 240.4150 was observed. The infusing medication and programming parameters could not be confirmed. The customer did not return the pcu or provide pcu logs and dataset. An infusion was programmed at the reported rate: 999ml/h vtbi: 19.96ml. The infusion was started. After several alarms for air in line, the source pump module alarms for a channel malfunction and the device was channeled off. The pressure sensor malfunction test method was used to test the returned pump module. Test found the upper pressure sensor voltage out of specification. The visual inspection pressure sensor found no irregularities. The functional test alarmed for ¿channel error¿ error code 240.4150. Function testing was performed with a known good replacement upper sensor and no channel error code 240.4150 was observed. The probable cause of the customer¿s complaint of an infusion malfunction was found to be a channel malfunction error code 240.4150.0 (sensor broken high failure) which can be attributed to a faulty pressure sensor. The exact root cause of the faulty upper pressure sensor was not identified.

Event description:
It was reported that a primary heparin bolus (25,000 unit / 250 ml) 1996 units (20 ml) was initiated at 0617 at a rate of 999ml/h. At that time, the device alarmed for ¿bolus air in line¿ and was restarted. A second alarm was noted at 0618 for ¿bolus air in line¿ and a ¿door closed¿ alarm, and the nurse restarted the bolus. At 0619, a malfunction message was received, and the infusion was stopped at 0620. It was reported that the patient's aptt level was not within goal range due to pausing the continuous heparin infusion for a procedure shortly after the event. The nurse stated there was no patient harm. The biomed pulled error and event logs and was able to identify an error code 240.4150 that occurred at 0619 on 6/14/2019. The biomed stated there was some uncertainty as to the amount of bolus that was actually administered.